Event description:
It was reported that a user experienced persistent hyperglycemia with blood glucose readings over 400 mg/dl for two days while using the ilet with a steel infusion set and subsequently resumed insulin delivery after confirming drops at the site; the user performed multiple ilet restarts after a supply change, encountered a discrepancy between on-pump displayed insulin units and the mobile app, and restored correct app data after refreshing. Symptoms included hyperglycemia. Outcomes included backup subcutaneous insulin use and a request for follow-up to reassess glucose levels. Investigation included remote troubleshooting, confirmation that the restart alert cleared, verification of insulin drops at the infusion site, and correction of the app data discrepancy by refreshing and reopening the app. Investigation of this case revealed no unresolved device alarms after restart, correct infusion set priming as evidenced by observed drops, and an app synchronization issue that resolved with refresh, leaving the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.